Event description:
During a procedure to place a aaa endovascular graft in a pt with very tortuous anatomy and an aortic neck angulation greater than 90 degrees, the wire guide became stuck in the suprarenal stent of the main body graft. It became stuck soon after fluoro was lost for a short amount of time. The dr continued to manipulate the wirea, while the fluoro was down. When fluoro was regained, it was set on the aortic bifurcation when the wire was noted to be caught on the suprarenal stent. Fluro was moved up and that is when the wire was seen in the suprarenal stent. The dr attempted to pull the wire out, but could not at first, so he just pulled very hard on it, until it eventually came out. The tip of the wire was then noted to have started to unravel, but did not separate. The procedure was converted to an aui as the contralateral side could not be cannulated. Final angiogram noted patent renals and graft and no endoleak presence.